Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was experiencing charging issues. Additionally, it was reported that the pump was "glitching." There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with technical support, and declined to provide additional information.